Manufacturer narrative:
User/physician from the site indicated this event was not as a result of the use of the boomerang device.

Event description:
Pt suffered a pseudoaneurysm within a week of the procedure. The access site was graft made of dacron material. Boomerang is not to be used due to the graft. Days after the procedure, pt returned with a 2 cm pseudoaneurysm. The pseudoaneurysm was resolved with 20 minutes of compression.